Event description:
Per the facility the foley catheter balloon ruptured inside the patient and caused pain.

Manufacturer narrative:
Per the facility the foley catheter balloon ruptured inside the patient and caused pain. Sample requested to be returned for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.